Manufacturer narrative:
(B)(4). The serial number was reported as unknown in the initial report. The serial number has been updated to (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as sep 5, 2013. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device battery was damaged and the fuse was blown caused by a ¿bad¿ battery reamer device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the root cause of the battery failure was excessive current that would cause the battery to blow a fuse, suggesting that the battery had been connected to a device that had a short circuit. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 3 of 11 of the same event. It was reported that during two separate joint reconstruction surgical procedures, it was discovered that eleven battery devices were damaged (fuses blown) by a bad battery reamer drill device that showed signs of a circuit board failure. The reporter was not able to identify how many battery devices were involved in each case that had tripped fuses. There were no delays to the surgical procedures as spare devices were available for use to complete both surgeries successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.